Event description:
Pt woke up not feeling well-their blood glucose was in the 550's (mg/dl) - so pt bolused 6 u of insulin. Pt then tested their blood glucose one hour later and it was elevated. Pt went to hosp and was admitted (treatment received:IV insulin). Pt was released from hosp the next morning.